Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Baxter product surveillance the home patient on (B)(4) 2012. She stated that the sample was no longer available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer contacted baxter?s technical service center regarding a leak, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) reported she was in fill 1 and looked over at the hc and noticed there was solution coming out of the patient line at the door. The hp closed the clamps and disconnected the patient line and then called baxter to see what she should do. The baxter technical service representative (tsr) instructed the hp to end therapy and start over with all new supplies. The tsr assisted the hc to end therapy and the hp was not sure how much solution actually went into her. She might call back once she starts over and the hc starts to alarm ldv if it does. The call completed and the hp would start over with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on 6/25/12 and he could not provide any further information regarding the reported leak.